Manufacturer narrative:
The device referenced in this report will not be sent to olympus for investigation at this time. Olympus will continue to follow up with this customer, and attempt to gather additional information. A supplemental report will follow within 30 days.

Event description:
The user facility reported that two patients experienced thermal injuries during colonoscopy where polypectomies were performed, and were suspected of causing perforations. The biomedical engineering department reportedly evaluated the device referenced in this report, and claimed that the unit was intermittently and briefly providing outputs, which were higher than were set. The user facility has declined to return this device for evaluation to date.